Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood visible on the stent implant and balloon, which is consistent with the device being advanced inside the patient. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube, including the jacket material, was separated 18 cm distal to the strain relief tubing. The fracture faces at the separation were oval shaped, indicating that the hypotube bent or kinked prior to fracturing. Both ends of the separated jacket material were also jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). There was also a kink in the hypotube distal to the strain relief tubing and another kink adjacent to the separation. However, since the additional kinks were not originally reported in the case description, this damage likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. As there was no report of any damage noted during inspection prior to use, this suggests that a product deficiency did not contribute to the reported difficulties. The lesion was also moderately calcified and likely contributed to the reported difficulty crossing and shaft separation. Reportedly, some force was applied to the system during attempted advancement. It should be noted that the multi-link 8 instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system component. The sds likely interacted with the calcified lesion during advancement such that as force was applied against resistance, the shaft fractured and separated as a result. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that after predilatation was performed, an attempt was made to cross to the moderately calcified lesion in the diagonal with the multi link 8 stent delivery system (sds); however, resistance was felt, so a little force was used, which resulted in a proximal shaft separation. Another multi link 8 stent was used successfully to treat the patient. No patient adverse effects were reported. No additional information was provided.